Event description:
Additional information received indicates the trial procedure was for new pain not existing pain.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: scs, model: 3186, UDI:(B)(4), serial: (B)(6), batch: 000129286.

Event description:
It was reported a trial procedure took place on (B)(6) 2023 to address ineffective stimulation. Surgical intervention may take place at a later date. It is unknown which lead is liable.